Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger at night when customer became hypoglycemic. The customer subsequently lost consciousness and was treated with glucagon injection by wife, then consumed a banana. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger at night when customer became hypoglycemic. The customer subsequently lost consciousness and was treated with glucagon injection by wife, then consumed a banana. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user complaint was attempted to be replicated and during the investigation the high/low glucose alarms were successfully received using an android device while using a known good sensor. There were no issues identified with the librelink app. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger at night when customer became hypoglycemic. The customer subsequently lost consciousness and was treated with glucagon injection by wife, then consumed a banana. There was no report of death or permanent injury associated with this event.